Event description:
It was reported the physician noted visible corrosion between the perc drl spinewand and the connecting cable during procedure set-up. A back-up wand was not available. Although the pt had already been sedated, no incisions had yet been made. The procedure was aborted and rescheduled. F/u with the facility found the procedure was completed on (b)(64) 2012, using a new perc dlr spinewand.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.